Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.this medwatch report is in response to receipt of maude event report mw5055397.

Event description:
It was reported that a patient underwent a kidney transplant procedure as the donor and suture was used. About twelve days post operation, symptoms began including blistering, soreness, inflammation and redness. The patient is continuing to experience redness, inflammation, blistering and site itching and soreness. Not considered rejection of the suture or infection. The patient has been on two rounds of prednisone and two rounds of medrol packs. Eight weeks post-surgery symptoms continue. The surgeon opines that the suture dissolving seems to be the root cause. No additional information was provided.